Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that ECG readings are not available. It was reported that a patient was involved, but that there was no adverse impact.